Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician had reported following the intraocular lens implantation that was placed on the 166 degree axis the lens had rotated to a 22.5 axis. Additional information has been requested.